Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts distorted and lifted distally from the stent profile. The undamaged proximal side was measured and was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 09-jan-2017. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 3.0mmx12mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient status is good. However, returned device analysis revealed stent damage.